Event description:
It was reported that system boots with 41800000000 error. Siu fan is not running. No presence of leds. Pwer was switched to another port and issue persists. Fuses are fine. No patient involved.

Manufacturer narrative:
The device was intended to be used during treatment and was not returned for evaluation. There were also no photos returned of the device. There was no lot number provided for a DHR review. However, all the lots from the first distribution up until the complaint occurrence were reviewed and found no product performance issues related to the reported event. Therefore, it can be concluded that the device met the manufacturing specifications. A complaint history review was performed and found reports of the issue. This issue will continue to be monitored. A relationship between the device and reported event has not been established. A factor that could have contributed to the reported event was that there was a faulty ups. However, without the device for evaluation, the reported event cannot be confirmed. Therefore, the root cause of the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.